Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced ventricular fibrillation (vf) during the right ventricular (rv) lead placement. The patient was externally defibrillated after several seconds of cardiac message. After the shock, there was no ventricular rhythm and the rv lead had to be screwed in right away to pace the patient before a spontaneous rhythm came back. The lead was placed in a better location and remains in use. No further patient complications have been reported as a result of this event.